Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a user error tensioning the suture strands no perpendicular to the button face. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). The complaint allegation was confirmed based on the customer's picture that displays the device with the sutures broken off and a bunch on the suture.

Event description:
It was reported that during an acl surgery the white suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a screw. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.